Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that > 2000 ohms and high thresholds was detected on this defibrillation lead. There was also report of small baseline noise. The patient was scheduled for a lead revision. Resolution was requested from the field representative. During the procedure, it was discovered that the lead was not fully inserted through the connector block. The set screw was loosened, the lead tested on the pacing system analyzer, and reinserted into header. Impedance was then 426 ohms. Further, upon visual inspection of the 4470 the outer layer of insulation was found to be cracked 1.5 to 2 inches from the proximal end of the lead. Technical services advised no way to repair and that a new lead should be implanted. The physician chose to surgically abandon this lead and replace it with a non-boston scientific lead. No adverse patient effects were reported.